Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the bezel of the front panel. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized while arranging for a gateway replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Pd cultures were obtained. The cultures were positive for pseudomonas (no species provided). The patient was transitioned to hemodialysis (hd). No antibiotic therapy information was available. The patient was discharged on (B)(6) 2025. The cause of the peritonitis was not provided. No additional information could be provided as the patient was discharged to a new clinic and records were not available.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized while arranging for a gateway replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Pd cultures were obtained. The cultures were positive for pseudomonas (no species provided). The patient was transitioned to hemodialysis (hd). No antibiotic therapy information was available. The patient was discharged on (B)(6) 2025. The cause of the peritonitis was not provided. No additional information could be provided as the patient was discharged to a new clinic and records were not available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Peritonitis caused by pseudomonas species is a particularly common and serious complication and is often associated with a poor response to antibiotics as well as a high rate of catheter removal. Pseudomonas species virulence factors enable them to invade tissues, proliferate rapidly, generate biofilms, quickly develop antibiotic resistance and provide those species with great motility. Although the cause of the peritonitis was not confirmed, pseudomonas is a species that normally inhabits soil, water, and vegetation and can be isolated from the skin, throat, and stool of healthy persons. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.